Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at below the rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.